Manufacturer narrative:
(B)(4).

Event description:
Procedure type: tep hernia. Patient gender: unknown. According to the reporter: product was tested prior use and the dr discovered that pdb1000 balloon would not inflate. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.